Event description:
It was reported that after a bariatric (video) procedure, the patient was reoperated due to the occurrence of gastric fistula. The surgeon reported that the fistula was located in the staple line. It was observed abnormal bleeding in all the firings made during the surgery. The device and reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Sent as follow up due to duplicate error during transmission. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? What was the actual surgical procedure? Is the intra-op video available? If yes, (B)(4) what color cartridges were used throughout the procedure? Where were they fired? Were there any issues with staple formation? If yes, please explain. Was an intra-op leak test completed? If yes, what were the results? Was buttressing being used? If yes, was it used on each firing? When the fistula was identified on what firing did it occur? How was the leak identified? Was this a post-op leak? If yes, how many days post-op was the leak? How was the leak addressed? Please explain what is meant by, ¿abnormal bleeding?¿ how was the bleeding treated?

Event description:
It was reported that after a bariatric (video) procedure, the patient was reoperated due to the occurrence of gastric fistula. The surgeon reported that the fistula was located in the staple line. It was observed abnormal bleeding in all the firings made during the surgery. The device and reloads were discarded.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.